Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. The cannula dislodged from the infusion site (leg). As treatment, a manual injection of insulin was delivered and a new pod was applied. They then boluses until their levels were lowered.